Event description:
It was reported that the patient was in the clinic after noting elevated power and flow on the morning of (B)(6) 2022. This resolved after approximately 30 minutes. The patient was not symptomatic. A blood test for lactate dehydrogenase (ldh) levels was drawn, results pending. International normalized ratio (inr) was therapeutic at 2.3. A review of the log files revealed some intermittent above baseline powers starting back on (B)(6) 2022 with powers noted in the 7-11w range. These pump powers were transient and are not sustained. The patient was seen in the emergency department with the intention of being admitted to the hospital. The patient called the hospital on (B)(6) 2022 to report elevated flow and power. The flow was ,"+++" and power was in the 10's. The patient was symptomatic and feeling lightheaded. The labs have been drawn but have not returned. The last ldh reading was taken on (B)(6) 2022 was 353. The patient was seen in the clinic on (B)(6) 2022 for elevated power/flows. A review of the log files revealed several power/flow elevations. There were no other unusual events recorded in the log file event history. The patient's lab results from (B)(6) 2022 found that their ldh level was 431 and their plasma free hemoglobin was 90. They reported that the lightheadedness had subsided, although the patient still feels tired. The patient received treatment for hemolysis; when the patient was admitted to the medical center they were given a heparin infusion via IV. Their dose of aspirin was increased from 81 to 325 mg daily. Their inr goal range increased from 2.0-3.0 to 2.5-3.0. The cause of the elevated pump power was suspected to be thrombosis. An echocardiogram was performed on (B)(6) 2022. It was found that the patient's left ventricle was unloading properly with a stable ldh level of 329 and an inr of 2.65 on (B)(6) 2022. While there was a high flow alarm on (B)(6) 2022 the flow remained elevated at around 8.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported suspected thrombus, power elevations, and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. The reported events suggest a possible device thrombus; however, this could not be confirmed as the device was not returned and the submitted image was unremarkable. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log files captured elevated motor power and flow events on 22may2022, 26may2022, 28may2022, 01jun2022, and 03jun2022. Motor power elevated to as high as 12.0 watts with an associated flow elevation of 12.0 lpm. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. It was reported that the patient experienced asymptomatic elevated power and flows. Several days later, the patient reported symptoms of lightheadedness, and their ldh was elevated. They were admitted and treated with intravenous heparin, and their international normalized ratio (inr) goal range was increased. An echocardiogram was done which was unremarkable. The account suspected that the cause was thrombus, but this was not confirmed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 09jan2018. The heartmate ii lvas instructions for use (IFU), rev. C, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.